Event description:
It was reported that following an ablation procedure, the patient experienced 3-4 episodes of non-convulsive seizures and transient left sided weakness (upper extremity and lower extremity). The hospital course was complicated by diabetic ketoacidosis (dka) and a clostridium difficile (c. Diff) infection, increased psychosis and paranoia, as well as episodes of unresponsiveness and staring spells in hospital with unknown etiology. The patient was hospitalized and received steroids and anticonvulsants. It was noted that the patient's dka was a result of the patient's poorly controlled type 2 diabetes which was then further complicated by the high dose steroids she was on during the hospitalization. The c. Diff infection had unclear etiology, but was acquired while admitted in the hospital for the adverse event. The patient also had an electroencephalogram and an electrocardiography performed. The patient was discharged from the hospital and into hospice on (B)(6) 2017. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
The patient adverse event is a known risk of brain surgery.